Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies. On july 28, 2006, the pt was seen by a company rep. External hadware was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. The pt's device was explanted.